Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported the adc sensor prematurely detached and customer was unable to obtain readings. The customer was contacted and who reported they experienced shaking and was unable to self-treat, requiring treatment with juice, sugar or food provided by spouse. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported the adc sensor prematurely detached and customer was unable to obtain readings. The customer was contacted and who reported they experienced shaking and was unable to self-treat, requiring treatment with juice, sugar or food provided by spouse. There was no report of death or permanent impairment associated with this event.